Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# 493775, mfd. 12/08/16, exp. 2021-12-08, (B)(4); 2nd (middle): ifuse implant, p/n 7045-90, lot# 493823, mfd. 01/05/17, exp. 2022-01-05, (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient had si joint pain relief for six months but later complained of a recurrence of pain symptoms. The surgeon determined that the superior and middle positioned implants may have been loose. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the superior and middle positioned implants using chisels as they were fixed in bone and replaced them with larger implants of the same type. He also added an additional implant to help fixate the si joint. The most inferior positioned implant was not removed. The status of the patient following the revision procedure is not known.